Manufacturer narrative:
(B)(4). Event date is unknown. Batch # p94l7w. Investigation summary: the device was returned with the blade scratched and cracked. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. During functional testing on gen11, an alert screen was displayed. Then, the blade broke off during functional testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. However, that was found was that the closure indicator was broken and not making contact with the moving trigger. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, ¿replace instrument¿ was displayed during use. The surgeon turned off the generator and turned it on again. However, the ¿replace instrument¿ was displayed again so the surgeon stopped using the device. It was unknown if the surgeon used another device or not. The blade tip was not broken off and no pieces fell into the patient. There were no adverse consequences to the patient.